Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface inserter broke during surgery and metal fragments were detected in the wound.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. An evaluation of the device could only be partially done as only the metalic fragment was returned. Not the actual device. Therefore it is unclear where this metalic fragment originated from. The fragment displayed some rough edges. The risk of fracture is addressed in the device¿s risk management files (z10011drmf dfmea rev. 4 ) on multiple lines. However, as a root cause cannot be determined, a specific line cannot be chosen at this time. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable since it has been determined that the returned fragment is from the tibial component and not this tibial articular surface inserter. The event will be reported under MFR 0001822565 - 2017 - 08263.